Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had high out of range shock impedance measurements. The associated lead model and s/n are unavailable at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.